Event description:
The customer reported volume issue after main board replacement on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. "Results of investigation: vyaire filed service representative went onsite to evaluate the device.leak test passed. All tubing checked. Intermittent failure of exhalation valve to hold positive end expipratory pressure in specification. Main board had just been replaced. Calibrated transducers. Positive end expipratory pressure will still fluctuate. Replacement exhalation valve ordered. Replaced exhalation valve. Calibrated transducers. Positive end expipratory pressure stable but vte still out of specification. Suspect leak in bottom assembly. Disassembled vent but found no leaks. Replaced tubing. Calibrated transducers. Low volume issue remained. Possibly bad main board unit would not power on. Power supply functioning and charging internal battery. Opened unit and checked all connections. Per technical support probable defective main board. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.